Event description:
It was reported that the patient was given a zio patch to correlate symptoms between the patch and the implantable pulse generator (ipg) device. The ipg was observed with possible inhibition or a dropped ventricular beat. However, testing with a holter monitor showed no indication of dropped beats. It was then suspected that the zio patch was causing oversensing on the ipg. The device remains in use. No patient complications have been reported as a result of this event.